Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms no non-conformances were identified. It is not possible to identify the root cause of the reported component migration, however, is was commented that the pt's bone stock may not have been adequate for the initial implantation, although this ha snot been confirmed. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The patient underwent successful revision of the tibia stem after three years in-situ. Infection is a procedure-related aspect of arthroplasty with some additional patient-related risk factors for infection and is not necessarily related to the device. It is not possible to identify the root cause of the reported component migration. No further investigation as possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient is being revised due to a deep infection. It was also reported that the tibial component has perforated the medial cortex. This is a supplemental report to 3004105610-2014-00194 (B)(4).

Event description:
It was reported by the surgeon that the pt is being revised due to a deep infection. It was also reported that the tibial component has perforated the medial cortex.